Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.conclusion: representative samples were returned for evaluation. They were visually and functionally examined. The package was in good condition as returned. All seals were full and complete with no channels or spotty seals. There were no tears in the tyvek or the copolymer.pieces of used suture were returned and microscopically examined. They had cut ends and exhibited manipulation memory from use in surgery. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an left extracapsular cataract extraction procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, there were pus like fluid and an increase of anterior chamber cell. On (B)(6) 2011, the sclera became necrotic and the patient underwent a re-operation. The sutures were removed due to a strong inverse astigmatism, then the eye was washed with vancomycin and the eye was sutured again with like suture.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number bce704 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: (B)(4) 2009, exp date: (B)(4) 2014. (B)(4), mfg date: (B)(4) 2008, exp date: (B)(4) 2013. Conclusion (B)(4): representative samples were returned for evaluation. They were visually and functionally examined. The package was in good condition as returned. All seals were full and complete with no channels or spotty seals. There were no tears in the tyvek or the copolymer.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bce704, batch acp265. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01648. The same patient is represented in each medwatch.